Event description:
Pt reported, the infusion set needed excessive changes while using the infusion device. Pt stated, she needs to change the infusion set after 2 days due to leaking of insulin. Pt reported, she noticed the issue by her clothing being wet and the sensation of liquid over her skin. Pt stated, the infusion device gave no alert or error message but her glucose level is not under control. Pt reported, she has a regular meal, especially during the week. Pt stated, she experienced blood glucose levels over 180 ng/ml which is unusual for her. Pt reported, she changed the infusion set on sunday and then on monday, she had to do it again. Pt stated, she experienced hyperglycemia with blood glucose levels above 350 ng/ml. Pt reported, she had to correct with insulin injections and then sometimes experienced hypoglycemia of 46 ng/ml or 37 ng/ml. Pt stated, she treated the hypoglycemia with a meal. Pt reported a blood glucose level on (B)(6) 2011 at 11:45 am of 470 ng/ml. Request for trainer was submitted. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.